Event description:
The manufacturer received information alleging a ventilator alarmed for no ac power when the device was connected to an ac power source. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac power cord was replaced to address the issue.